Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and loss of capture. The noise was oversensed which resulted in pacing inhibition of greater than two seconds on the right ventricular channel. At this time, the rv lead remains in service. The source of the observations has not been determined. No adverse patient effects were reported.